Manufacturer narrative:
Device received with critical pump error and unable to download, problem isolated to corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had open book image. The customer's blood glucose value at the time of incident 18.6 mmol/l and current blood glucose level is 5 mmol/l. Troubleshooting was done. The customer stated that insulin pump received pump error alarm. Insulin pump had error before open book image. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.